Event description:
This report is being filed after the subsequent review of the following journal article: jansen, h., sonke, p., doht, s., fehske, k., meffert, r. (2013, may). Medium-term results after complex intra-articular fractures of the tibial plateau. J orthop sci, 18, 569¿577. A retrospective analysis was conducted from 2000 to 2005 of 22 patients with 23 complex articular tibial plateau fractures in a level one trauma center. Seventeen men and five women, with mean age of 46 years, were studied. Fourteen patients were treated with locking plates; all but one was treated with synthes device, less invasive stabilization system (liss). The mean follow-up period was 67 months (36-109 months). A total of seven patients with locking plates experienced complications. The authors concluded that complex articular tibial plateau fractures are linked with a high complication rate, have severe impact on the function of the injured knee and result in long term subjective symptoms for the patients. This is report 1 of 1 for (B)(4). This report is for an unknown liss plate.

Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown liss plate, part and lot numbers are unknown. Date of event: (B)(6) 2013. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.